Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations pbd and other clinical observations coded to the CAPA.

Event description:
It was reported that this pacemaker was suspected of premature battery depletion (pbd) as there was a decrease in estimated battery of 4 years over a time period of 6 months. Engineering analysis of device data found that battery depletion appeared to be normal and the increased power consumption was due to high levels of right ventricular (rv) lead impedances ranging from 260 to 800 ohms and capture thresholds. The physician elected to explant the device and the rv lead and replace them with new ones. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected of premature battery depletion (pbd) as there was a decrease in estimated battery of 4 years over a time period of 6 months. Engineering analysis of device data found that battery depletion appeared to be normal and the increased power consumption was due to high levels of right ventricular (rv) lead impedances ranging from 260 to 800 ohms and capture thresholds. The physician elected to explant the device and the rv lead and replace them with new ones. No additional adverse patient effects were reported.